Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with acute hemorrhage recto-ulceration. The index procedure was not provided. The patient presented with acute hemorrhage recto-ulceration and was hospitalized in 2009. Bayaspirin and plavix were stopped. The patient's condition improved and the patient was discharged the following month. Additional information was requested was not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.